Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive has received the 30-degree endoscope 470067-10/10514521 associated with this complaint and completed its investigations. Error found in log: 48224 camera_err_switch_stuck_on additional observations not reported by the site: the endoscope was visually inspected and found to have damage to the button pack assembly. Visual inspection confirmed a hairline crack on the illuminator of the button pack assembly. The endoscope was visually inspected and found to have cosmetic damage. Inspection of the endoscope housing revealed fading or removal of the laser marking on the shell housing. The endoscope was evaluated and found to have a defect in the camera instrument adapter. Friction testing using a screening aide showed the adapter did not rotate properly, and noises were heard, confirming binding. The adapter was removed from the endoscope housing and evaluated; the aea shaft bearing was found to contribute to friction. The endoscope cable integrated connector was visually inspected and found to have damage. The cable integrated connector was visually inspected and found to have corrosion on the start pca. Fluid was observed inside the integrated connector upon visual inspection. The customer dv5 system log was reviewed and error 48224, camera_err_switch_stuck_on, was found. This error relates to the camera head membrane switch being stuck in the "on" position for longer than the permitted period. The endoscope was placed in a test fixture and underwent functional testing to verify electrical and communication performance, which it passed. The camera module integrity was tested by applying heat to the distal tip (~55° c), and it passed. The integrated connector was disassembled for visual inspection of the start pca, and components with corrosion, moisture, or damage were found, which may cause a failure. The customer-reported event was not confirmed or replicated in failure analysis. The 30-degree endoscope 470067-10/10542264 was not returned for failure analysis. The probable root cause of the cracked camera button is attributed to usage conditions, such as inadvertent collisions with hard surfaces or drop of the scope or caused by improper cleaning during reprocessing. The probable root cause of the laser marking fading is attributed to improper reprocessing. The probable root cause of the scratched/abrasions on the cable connector is attributed to misusage such as inadvertent collisions with hard surfaces or drop of the scope. The probable root cause of the damaged start pca is attributed to usage conditions, such as inadvertent collisions with hard surfaces or drop of the scope or caused by improper cleaning during reprocessing or corrosion/moisture/damage from reprocessing conditions.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The tse discussed how to resolve the endoscope rotating from 30 up to 30 down by adjusting the base of the endoscope and then wiping out guided tool change. The tse recommended reprocessing and returning the endoscope if the issue persists. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci assisted myomectomy surgical procedure, the surgeon experienced an issue endoscope was unexpectedly flipping from 30 up position to a 30 down position on its own. An intuitive surgical inc (isi) technical support engineer (tse) discussed adjustments to the base of the endoscope and removing the guided tool change configuration to address the rotation issue. Further guidance was provided about reprocessing the endoscope. The procedure was completed with no reports of patient injury.